Event description:
Based on info reported to davol: (B)(6) 2012, it was reported that the pt underwent explant of a composix kugel mesh for unspecified reasons.

Manufacturer narrative:
Currently, it is unk whether the mesh may have caused or contributed to the reported event. No specific device failure has been alleged, no reason for the explant has been given, no medical records or lot number have been provided and no sample has been returned for eval. We have contacted the initial reporter to obtain add'l info and to have the device returned for eval. This MDR contains all info received to date. If add'l info is provided, a follow-up MDR will be submitted.